Event description:
The user has demonstrated a gradual decrease in hearing and detection with the device over time in 2020. The user communicates primarily with sign language and has a history of limited speech discrimination. Per the audiologist, there is no history of good speech discrimination, which might be due to the recipient's medical history rather than to the implant. The user was re-implanted.

Manufacturer narrative:
Conclusion: investigation revealed fatigue wire breakages in the active electrode consistent with repeated external mechanical impacts on the device. The problems described in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has demonstrated a gradual decrease in hearing and detection with the device over the past year. The user communicates primarily with sign language, and has a history of limited speech discrimination. Per the audiologist, there is no history of good speech discrimination, which might be due to the recipient's medical history rather than to the implant.

Event description:
The user has demonstrated a gradual decrease in hearing and detection with the device over the past year. The user communicates primarily with sign language and has a history of limited speech discrimination. Per the audiologist, there is no history of good speech discrimination, which might be due to the recipient's medical history rather than to the implant.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode likely caused by minute device mobility can be assumed. However, a device investigation is necessary to determine a root cause. Further steps will be discussed in 2021.